Event description:
Related MFR report number: 2017865-2024-01127. It was reported that during a procedure that the right ventricular (rv) lead was unable to be removed from the pacemaker (pm) header and was damaged. The set screw of the header was stripped and was unable to be removed. The physician elected to cap and replace the rv lead and explant and replace the pm. The patient condition was stable.